Event description:
It was reported that the merlin.net transmission revealed noise on the right ventricular lead. The patient was not device dependent. No intervention was performed. The lead remained implanted. No further information was available.

Event description:
New information on 5/16/2017 stated that the lead was capped and replaced due to oversensing. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).